Event description:
It was reported that the PICC was found to be infected and was removed by a ward nurse without any resistance. The nurse has informed us that the patient was reluctant to let hcp professionals touch the PICC and was caring for the PICC herself, despite it being placed in the upper arm.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.